Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia, with a peak reading of 400 mg/dl overnight, and 252 mg/dl the following morning, in the context of an empty insulin cartridge and subsequent troubleshooting and education provided by support. Symptoms included elevated blood glucose without reported ketone testing, adverse events, or need for third-party medical assistance. Outcomes included no reported clinical sequelae or care escalation. Investigation included phone-based troubleshooting and user education; no alerts or alarms were reported. Investigation of this case revealed the precipitating factor was unclear based on user recollection, with a contributing factor of an empty cartridge. It was concluded that the event involved hyperglycemia with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.